Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the implant is at an axis 20 degrees from where it was implanted resulting in a refractive error. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).